Event description:
Received a phone call on 11/22/2005 from a pt who indicated that he had coughed out a voice prosthesis. He stated that the event happened 2 months ago when he coughed out a voice prosthesis and the device went down his trachea and lodged in the opening of his right lung. The pt stated that he went to the ER to have it removed. The pt would not provide his speech pathologist's name. He stated he would have the someone contact co.